Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received in two pieces. The hypo-tube was separated 27cm from the strain relief. The faces of the fracture surfaces were oval shaped, indicating a kink prior to separation. The material was jagged and stretched, suggesting the separation may have been related to tensile overload. The balloon was tightly folded with the stent between the markerbands. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The target lesion was located in the severely calcified left circumflex (lcx) artery. The lesion was pre-dilated with an apex balloon catheter. This 2.75x38mm taxus liberte was advanced; however, it was unable to cross the lesion. The device was removed from the patient. An attempt was made to loop the device on the back table when the shaft broke. The lesion was pre-dilated again with a nc quantum apex balloon catheter and three promus stents were implanted successfully. No patient complications were reported and the patients' status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The target lesion was located in the severely calcified left circumflex (lcx) artery. The lesion was pre-dilated with an apex balloon catheter. This 2.75x38mm taxus liberte was advanced; however, it was unable to cross the lesion. The device was removed from the patient. An attempt was made to loop the device on the back table when the shaft broke. The lesion was pre-dilated again with a nc quantum apex balloon catheter and three promus stents were implanted successfully. No patient complications were reported and the patients' status is fine.